Event description:
Customer reportedly received results of 269 mg/dl, 173 mg/dl, and 134 mg/dl within 4 minutes on the nano system. Prior to the first reading of 269 mg/dl, she had eaten something sweet and did not wash her hands. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.